Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the tissue pad of the device is worn and partially peeled. The manufacturing history was reviewed, with no irregularities noted. This type of the tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the tissue pad is partially peeled when the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). And there is a possibility that the seal and cut short circuit error and the seal short circuit error occurred since the tissue pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. Also, there is a possibility that the probe damage error occurred by continuing activation during contacting the probe with the metal part of the jaw. The instruction manual of the subject device already cautions; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During laparoscopic-assisted vaginal hysterectomy, the subject device (tb-0535fc) was used. After 1 or 2 hours from the beginning of the procedure, the seal and cut short circuit error and the seal short circuit error occurred several times, and then the probe damage error occurred finally. The procedure was completed with another thunderbeat device. It is reported that there was no patient harm. As the result of evaluation by olympus medical systems corp. (Omsc) on 8 jan 2016, it is found that the tissue pad of the device is worn and partially peeled.